Event description:
The event involved a 7" (18 cm) appx 0.36 ml ext set bifuse smallbore w/2 clave¿, 2 clamps, spin luer where it was reported that the blue clave was cracked during infusion administration. There was patient involvement but no patient harm. The product is contaminated with blood.

Manufacturer narrative:
The device is available for investigation. It has not been received.